Event description:
It was reported that in preparation of an imaging catheter, a tip detachment occurred. During preparation of the atlantis sr pro imaging catheter prior to its entry into the guide catheter for use in the coronary artery, the distal tip became detached. The procedure was completed by implanting a 2.25x33 drug eluting stent in the lad. There were no patient complications reported and the patient's condition is stable.

Event description:
It was reported that in preparation of an imaging catheter, a tip detachment occurred. During preparation of the atlantis sr pro imaging catheter prior to its entry into the guide catheter for use in the coronary artery, the distal tip became detached. The procedure was completed by implanting a 2.25x33 drug eluting stent in the lad. There were no patient complications reported and the patient's condition is stable.

Event description:
It was reported that in preparation of an imaging catheter, a tip detachment occurred. During preparation of the atlantis sr pro imaging catheter prior to its entry into the guide catheter for use in the coronary artery, the distal tip became detached. The procedure was completed by implanting a 2.25x33 drug eluting stent in the lad. There were no patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by mfg.: examination of the returned device revealed approximately 2.5 cm of the distal tip assembly was detached and missing. Device analysis indicates the broken tip end of the catheter appears to be brittle. Visual inspection revealed a drive shaft waist defect 17.3 cm from distal housing. Image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during visual and functional analysis of the returned device. The device was sent to an outside vendor for oxidation analysis. High levels of oxidation were found at the surface of the brittle fracture site and throughout the tested sample. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the tip detachment has been determined to be oxidation of the catheter which causes embrittlement and increases the likelihood of tip detachments of this nature. The most probable root cause is design. (B)(4).

Manufacturer narrative:
Device lot # corrected from 13828364 to 13770521. Device expiration date corrected from 10/9/2011 to 9/16/2011. Device manufactured date corrected from 10/12/2010 to 9/20/2010. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).